Manufacturer narrative:
Comitant medical products: product ID: 4136 competitor lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high/undefined superior vena cava (svc) coil impedance. The svc coil is scheduled to be programmed off. The right ventricular (rv) lead remains in use. No patient complication shave been reported as a result of this event.